Event description:
It was reported that the system 9800 could not resolve brightness and contrast issues during a live cine run. Once the system was reinitialized the problem was resolved. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The failure could not be duplicated. The cine bridge was replaced as a proactive measure. The system was tested and found to be working as intended and placed back into service.